Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulty and balloon detachment occurred. The target lesion was located in the carotid artery. A 3.5mm x 30mm x 145cm coyote¿ es balloon catheter was advanced to the lesion. Upon removal of the balloon catheter, it became stuck in a non bsc embolic protection device. It was then noted that the entire inflated balloon was detached and remained in the embolic protection device. The embolic protection device was removed from the patient with the balloon part still intact. Nothing was left inside the patient and the procedure was successfully completed with no patient complications. The patient was safe and fine.

Event description:
It was reported that catheter removal difficulty and balloon detachment occurred. The target lesion was located in the carotid artery. A 3.5mm x 30mm x 145cm coyote¿ es balloon catheter was advanced to the lesion. Upon removal of the balloon catheter, it became stuck in a non bsc embolic protection device. It was then noted that the entire inflated balloon was detached and remained in the embolic protection device. The embolic protection device was removed from the patient with the balloon part still intact. Nothing was left inside the patient and the procedure was successfully completed with no patient complications. The patient was safe and fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the proximal portion of the coyote es balloon catheter. There was contrast in the midshaft. There were numerous kinks throughout the hypotube of the device. Microscopic examination of the balloon presented no damage irregularities in the balloon material. Microscopic examination presented no damage or irregularities in the markerbands. Microscopic examination revealed that the shaft of the device had a complete separation at the exit notch. The distal portion of the catheter, including the balloon and markerbands, was not returned for product analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).